Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unit unable to download unit to carelink pro due to several displayable history crc check failed alarms at the alarm history file. The displayable history crc check failed alarms were due to a corrupted history file. Unit had stripped battery cap coin slot, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 286 mg/dl at the time of the incident, blood glucose reported that over 600 mg/dl . The customer received blank display and display did return. The customer was treated with manual injection. Customer will return device for analysis.